Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 1788 mg/dl and ketones were present. A corrective bolus was delivered to address the high bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). No issues were observed with the cartridge or infusion set. The cause of the high bg was not known. The customer was treated with an insulin drip and was discharged on (B)(6) 2017 with the high bg and dka resolved. There was no permanent damage.